Event description:
It was reported that the customer's quick release disconnected in the middle of the night causing her to have a high blood glucose level. She reported her blood glucose level to be 300 mg/dl at the time of the event and 131 mg/dl at the time of the report. The customer connected the quick release back and gave herself a bolus. She also noticed air bubbles in the reservoir and as a result troubleshooting was performed. She was not comfortable troubleshooting using the same infusion set, therefore, decided to not finish troubleshooting and change her entire infusion set instead. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.